Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that two large lumbar arteries were covered during the procedure. All other collateral arteries remained patent. The patient tolerated the procedure. Approximately two hours after the procedure ended and the patient was extubated, it was reported that the patient had bilateral paraparesis. An MRI was preformed however; the results were inconclusive. A spinal drain placement was attempted but was unsuccessful. Approximately four hours later, the patient had minimal movement in their legs and the patient's legs remained very weak. The physician stated that he feels the patient will regain some leg movement but will suffer a severe deficit in their movement. Later that same day, a neurosurgeon was consulted to place a spinal drain into the patient. The placement was successful. The patient is still experiencing bilateral paraparesis with some improvement in her leg movement, however; the patient had not regained any feeling in her lower limbs. The neurosurgeon stated that he believes that the patient had a spinal cord infarction after the gore excluder aaa endoprosthesis implant procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).